Event description:
It was reported that the device stopped during infusion. There was patient involvement, but no harm occurred.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.